Manufacturer narrative:
Additional info has been requested. The device history record (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. A review of the tech service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. No tech root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported pt with transient light sensitivity syndrome (tlss) of the left eye at one month lasik post-op visit. Additional info from reporter indicated pt was prescribed an oral steroid and topical steroid dosage was increased. Additional info has been requested.